Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution set would not prime. This was noticed prior to use. There was no patient involvement. No additional information is available

Manufacturer narrative:
Upon further evaluation, it was determined that this report is a duplicate of report of 1416980-2018-06089. All information can be found under that manufacturer report number 1416980-2018-06089. Should additional relevant information become available, a supplemental report will be submitted.